Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy off the ligating cap. It was reported that normally there is a red tail that makes it easier to peel and remove the plastic from the ligator head; however, for this one, it was difficult to remove. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.